Event description:
During index procedure 2 endeavor sprint drug eluting stents where used, one to treat a lesion in the rca and the second used to treat the lad. It was reported that 58 months post index procedure the patient death occurred (cause of death unknown). The event was not assessed for relatedness with the study device.

Manufacturer narrative:
(B)(4).